Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of instrument not recognized. There was no trouble found. The instrument was placed on an in-house da vinci system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. Failure analysis investigation found the instrument's blades had mechanical indentations/burrs. The blade had an indentation on the edge in between the blade tip and midpoint. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. In addition, the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured 0.190 - 0.191 in length and was not aligned with the tube axis. The instrument's grip cable was also derailed. The housing was removed to find one grip cable derailed from the clamping pulley. The cable was not sitting in the clamping pulley rail. The flush tube was inspected and no trouble was found. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, the monopolar curved scissors instrument was placed on the da vinci arm and the system and an error occurred: instrument not recognized. The process was repeated and the same error occurred. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.